Event description:
It was reported to boston scientific via an article that a retrospective study was conducted to describe the initial experience of water vapor energy therapy (wave) treatment for benign prostatic hyperplasia. A total of 25 patients underwent wave therapy were part of the study. Operating room (or) time, treatment cycles, pre and post operative international prostate symptom scores (ipss), quality of life (qol) scores, maximum flow rate (qmax), post-void residual (pvr), perioperative adverse events and duration of catheter placement were assessed. Three patients experienced epididymitis, and one experienced severe hematuria, which resulted in an extended hospital stay. Wave therapy is a minimally invasive that can be done in short time, and significant improvement in lower urinary symptoms were seen. The decrease in pvr was particularly better than in other randomized controlled trials (rcts).

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Morita, m., & yanagida, w. (2024). Initial experience with rezum water vapor energy therapy for benign prostatic hyperplasia. Japanese journal of urological surgery. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Morita, m., & yanagida, w. (2024). Initial experience with rezum water vapor energy therapy for benign prostatic hyperplasia. Japanese journal of urological surgery.

Event description:
It was reported to boston scientific via an article that a retrospective study was conducted to describe the initial experience of water vapor energy therapy (wave) for benign prostatic hyperplasia. A total of 25 patients who underwent wave therapy were part of the study. Operating room (or) time, treatment cycles, pre and post operative international prostate symptom scores (ipss), quality of life (qol) scores, maximum flow rate (qmax), post-void residual (pvr), perioperative adverse events and duration of catheter placement were assessed. Three patients experienced epididymitis, and one experienced severe hematuria, which resulted in an extended hospital stay. Wave therapy is a minimally invasive that can be done in short time, and significant improvement in lower urinary symptoms were seen. The decrease in pvr was particularly better than in other randomized controlled trials (rcts).